Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open. Device was ballooned throughout post deployment for better apposition distally, at anterior choroidal, and proximally. Despite ballooning proximally, it would not fully open leaving a ledge. Another device, 6x20, was placed and final result was great. The second device was also ballooned to achieve optimal apposition. Physician stated braid feels softer. No patient injury or symptoms were reported. Additional information received omplex fusiform left carotid supraclinoid aneurysm with a saccular component measuring around 8mm on the largest diameter. The internal carotid artery has dysplastic characteristics with large proximal (5.91 mm) and distal (5.87 mm) landing zone diameters. The pipeline failed to open distally, at anterior choroidal, and proximally.